Manufacturer narrative:
The report received from the affiliate states that the stent of the smart stent delivery system (sds) was partially deployed prior to reaching the lesion in the superficial femoral artery. The vessel was described as heavily calcified with mild vessel tortuosity and a 100% stenosis (cto). The physician used a contralateral approach to access the patient. Pre-dilatation was conducted. While being advanced to the target lesion, the distal end of the sds became stuck. While moving the sds back and forth it became unstuck. However, it was noted that the stent had slightly deployed. The device was safely removed from the patient and the procedure was completed with another product. There was no reported patient injury. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the affiliate states that the stent of the smart stent delivery system (sds) was partially deployed prior to reaching the target lesion. The patient's gender and age were unknown. The target lesion was superficial femoral artery. The vessel was described as heavily calcified with mild vessel tortuosity; the rate of stenosis was 100% (cto). The physician used a contralateral approach to access the patient. Pre-dilatation was conducted with a sterling bc (bsj, 3x40) balloon. While being advanced to the target lesion, the distal end of the sds (smart control, complaint product) became stuck. When the sds was moved back and forth, the device was no longer stuck. However the stent was noticed to be deployed a little from the sds under fluoroscopy. The device was safely removed from the patient. The procedure was completed using a competitor's product (luminex, medicon). There was no adverse event and the patient is in stable condition.